Event description:
Pt underwent a 2.5 protocol transuretheral microwave thermotherapy treatment on 11/5/99. At follow up visits the pt was incontinent. A cysto was performed which did not show much change. On 2/11/2000, the pt is no longer wearing a foley catheter but is still having stress incontinence and has a few rbc's in urine. Physician thinks the pt has greatly improved and may continue to show improvement.